Event description:
It was reported that during servicing of a homechoice machine, one increased intra-peritoneal volume (iipv) event was identified as having occurred in the therapy initiated on (B)(6) 2013 22:30:45. During night drain cycle five, the patient's ultrafiltration reading was 1595ml, indicating the home patient (hp) drained 1405ml more than their maximum programmed fill volume of 1900ml. This information meets iipv criteria. This is the same patient as reported in (B)(4). No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. If additional relevant information is received, a follow-up will be sent.